Manufacturer narrative:
At this time, no further information is available. Should additional information become available this report will be updated.

Event description:
It was reported that this implantable cardioverter defibrillator (ICD) exhibited noise oversensing during a procedure with electrocautery. All other measurements were in range. No adverse patient effects were reported. This ICD remains in service.